Event description:
Patient on gel one and is having discomfort and not able to get free range of motion in his knees. Advised to give some time to get adjusted to it. Dates of use: (B)(6) -present. Is the product compounded?: no. Is the product over-the-counter?: no.